Event description:
Caller states the performa meter reads in mg/dl instead of mmol/l. The meter was purchased in (B)(6), and was sent in without the outer box. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.